Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager fell of multiple times. A field service engineer reattached the remote manager to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manger fell off multiple times, preventing user from login and removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.